Manufacturer narrative:
Concomitant medical products: product ID: 8780 , serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #:) (B)(4), ubd: 01-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving fentanyl with concentration 50 mcg/ml at a dose rate of 41.7 mcg/day via an implantable pump for spinal pain. It was reported that the company representative was at a replacement case and the physician stated that the patient¿s catheter was kinked at the connector site. They unkinked the catheter and still had no flow. They performed a catheter revision. The issue was diagnosed via surgical exploration. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The physician (replacement surgeon) who initially reported the event to the company representative was clarified. The cause of the kink at the connector site and issue regarding no flow despite the catheter having been unkinked was not determined. The physician was told the device should return the device to the manufacturer for analysis; however, the affected device would not returned as it was discarded by the physician.